Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into both stations and found no errors. The tss restarted the required services, and verified both stations were functioning properly. The tss logged into the server and confirmed all crossovers were successful, ran the downtime query with successful results, and checked health sight viewer with no errors observed. The system functioned as intended when the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not shown up on two stations. There was a network issue, and it was assumed that it might be related to the current issue. On the server, the orders were still showing and remained active. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.